Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found no errors related to the reported problem. The fse noted that the issue could be related to the customer pushing on the universal surgical manipulators (usms), which engaged the breakaway clutch feature and causing the usms to float until the brakes were engaged. The customer reported no further system issues. System tested and verified as ready for use. The complaint was not confirmed based on field evaluation.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the universal surgical manipulators (usms) were moving on their own with no error messages on the screen. The customer reported that a stapler instrument got stuck once during the case. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the live logs but found no errors. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) found the probable root cause attributable to the user moving the set-up joints (suj) without the suj button pressed.

Event description:
Refer to h11 for follow-up information.